Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system intermittently lost power causing uncommanded system shutdown. There was no patient injury or death reported.